Event description:
Md reports that 5mm clip applier malfunctioned during procedure --i.e., did not fire and then fired multiple clips simultaneously.doctor requests company be notified about their "substandard product."